Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on the prograsp forceps instrument. The instrument was not used on the patient. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable was frayed at the distal idler pulley. Small frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. Additionally, the pitch down cable was frayed at the distal clevis hub. Frayed strands also stuck out at the instrument's wrist. Other cables at the wrist are not damaged. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal. The scratches were .168 - .146 in length and not axially aligned with the tube axis. No other damage was found.